Event description:
It was reported that the patient presented for follow-up and the pulse generator had reverted to a backup vvi at 40 beats per minute and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Analysis found the pacemaker in bvvi due to multiple flipped bits, caused by a depleted battery. When received, the device could be interrogated. The device was cut open, connected to an external power supply, and the product code was downloaded. Measured data indicated all parameters were normal. No change in current drain was noted, however the pulse generator went in to bvvi. The device reached end of life/bvvi after approximately five years of service life.